Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedances which triggered a lead safety switch (lss) on the associated pacemaker device. As a result, the pacemaker device automatically switched the rv lead from the bipolar to the unipolar pace and sense configuration. It was noted that there was no rv capture observed in the bipolar configuration when the device was interrogated. The patient also indicated that they occasionally felt a thumping feeling in their chest beginning around the time of the lss. It was noted that the rv lead only provided pace therapy four (4) percent of the time but the patient reported feeling the thumping feeling almost daily. The rv lead was subsequently surgically abandoned and replaced during the scheduled pacemaker device replacement procedure. As part of that procedure, it was determined that the rv lead exhibited insulation damage. No additional adverse patient effects were reported.